Event description:
It was reported that the seal of the inside sterilized packaging of a lead was broken when it was being prepared for implant. Another lead was instead used.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. A complete investigation could not be performed because the packaging was not returned. The lead exhibited normal characteristics.